Event description:
On (B)(6) 2025, an estradiol level of 219 pg/ml was reported for a 7-year-old female patient. The following day, on (B)(6) 2025, an endocrinologist expressed concern regarding this result and requested that the sample be reanalyzed. The original sample from (B)(6) was retested on (B)(6), yielding a significantly lower estradiol level of <5 pg/ml. Luteinizing hormone (lh) and follicle stimulating hormone (fsh) were also measured from the same sample and did not show any discrepancies.